Event description:
On (B)(6) 2012, it was reported that the patient's blood glucose was 350mg/dl without symptoms of hyperglycemia. The reporter stated that medical intervention was not required. This incident does not meet animas' criteria of an adverse event. According to the reporter, the patient delivered a bolus and the pump showed that the action was completed. However, the reporter alleged that the patient did not receive the bolus. The reporter further claimed that the patient's bg issue was resolved after the pump was replaced. This complaint is being reported based on the following conclusion: the allegation of non-delivery of a bolus could not be resolved at the time of the complaint.

Manufacturer narrative:
(B)(4): a review of the total daily dose history from (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed basal rates. The pump was exercised for 29 hours with no delivery issues. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully. Perfomed leak test, pump passed. No moisture observed in cartridge compartment. Pump cover removed, no moisture was present. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.